Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 473 mg/dl at the time of incident. The customer experienced thirsty symptoms due to high blood glucose. The customer treated high blood glucose with injection. Customer stated that auto mode was active at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The infusion set cannula was bent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.